Manufacturer narrative:
Unit received with frozen screen anomaly and watchdog alarm due to moisture damage on all electronic assemblies noted. Unable to perform displacement test due to frozen screen and watchdog alarm. Unable to verify button/keypad unresponsive due to frozen screen and watchdog alarm. No damage to keypad traces and connector on lcd board and was not unlocked during visual inspection. Scratches on reservoir tube window noted. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly while replacing batteries. Customer reported that the act and esc buttons were not responding. Customer's blood glucose was unknown. Customer reported to have a previous frozen display and that the time was not visible in display screen. Customer was advised that insulin pump would need to be replaced.